Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11323. It was reported that the burr became stuck with the rotawire. The 12mmx1.5mm, 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotalink¿ burr and a rotawire were selected for use. During procedure, it was noted that the rotawire became tangled with the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. There was no wire stuck inside the rota device or returned with the rota device for analysis. The coil, sheath, handshake connection, and burr were microscopically and visually examined. There was blood in the sheath of the device. The sheath and coil were detached 3.5cm from the strain relief. The coil was protruding distally and would not tract proximally due to a severe kink in the sheath 50.5cm from the proximal separation/cut. So the coil was removed distally to be inspected. After microscopic examination, it was revealed that the sheath and coil appeared to have been cut off by the facility. The housing was dismantled to see if the handshake connection and portion of the coil connected to the handshake connection were inside the sheath; however, it was revealed that the handshake connection and portion of the coil were not returned for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11323. It was reported that the burr became stuck with the rotawire. The 12mmx1.5mm, 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotalink¿ burr and a rotawire were selected for use. During procedure, it was noted that the rotawire became tangled with the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.